Event description:
In 2005 at 7:30 pm, during transfer of a resident using a "care" lift, the mechanism broke just above the sling hanger dropping the resident to the floor. Res sustained fx cervical spine, l3, sacrum, right hip, and pelvis. Upon exam of lift it appears the yoke bolt separated from the load cell housing because the cotterpin broke. Routine preventive maintenance had been done quarterly. Cotter pin inside manufacturers closed housing - not part of routine maintenance recommendations. Resident returned to facility 02/2005.